Event description:
New information received notes myopotential inhibition was also observed on the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
The reported event of inappropriate therapy, oversensing, and set screw anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced due to a set screw anomaly during an unrelated procedure.

Manufacturer narrative:
Section b2: "required intervention" should have been checked.

Event description:
It was reported that inappropriate shock therapy was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes myopotential inhibition was also observed on the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
The reported event of inappropriate therapy could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Correction: section d6b: explant date updated.